Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.

Event description:
(B)(4). Same case as 2134265-2009-05444 & 2134265-2009-05713. The patient was enrolled in (B)(6) of 2007. A type ii iesion was identified in the left carotid artery. The target vessel reference diameter was 5.0mm and the lesion length was 9mm. There was 80% stenosis as measured via nascet. The target vessel was non-tortuous and no calcium was present. There was no thrombus, no dissection, no ulceration and no pseudo-aneurysm present. Cerebral protection, a filterwire ex (190cm) was successfully used during the procedure. A carotid wallstent monorail device 7.0/30mm was successfully placed at the intended site. Pta was performed with a maverick balloon catheter. Atropine 0.5ui was administered during the procedure. A transient ischemic attack (tia) was observed during the procedure. No action was taken. The tia resolved without residual effects. There was successful use of the cerebral protection device and the procedure was technically successful. Residual stenosis was 0-29%. Post-procedure the subject was asymptomatic. The carotid wallstent monorail was found to be patent with a residual stenosis of 10%. There were no complications less than 24 hours after the procedure. The patient had three follow up assessments. At each assessment the speech and language, mental and intellectual functions, cranial nerves and eye examination, motor system and sensory system were functioning normal and were unchanged from the last visit. The patient had the first follow up assessment in (B)(6) of 2007. The carotid stent was patent with a residual stenosis of 40%. No complications were reported. Subsequent follow ups were performed in (B)(6) of 2007 and in (B)(6) of 2008. At each visit the patient was asymptomatic with normal neurological evaluations and continued patency of the carotid wallstent monorail device. Residual stenosis was documented as 40% and 50% respectively. No complications were reported.